Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports during an anterior cervical disc fusion procedure on (B)(6) 2013, the chuck moved in the drill while drilling. It was reported the chuck had been tightened. Reportedly the procedure was delayed approximately five minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problems. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02197.